Event description:
Nurse was opening or basic pack v and recognized foreign substance on the inner (sterile) wrap of the pack. Substance was reddish-brown in color and had the appearance of dried blood. It is quite possible that this is an inert material and not biological in origin. Unit was rejected immediately and returned for replacement and notification of manufacturer. No patient contact was made. No patient adverse event present.however, unknown foreign substance in a surgical pack is a matter of high importance. The potential for complication, infection, etc. Is great.